Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group. Sorin group received a report that the cardioplegia total dose amount does not add correctly on the s5 although the dose is correct on the data management system. This was reported during custodial cardioplegia. There was no report of patient injury. The investigation is ongoing. A follow- up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the cardioplegia total dose amount does not add correctly on the s5 although the dose is correct on the data management system. This was reported during custodial cardioplegia. There was no report of patient injury.